Event description:
On (B)(6) 2013 it was reported that during an office visit on (B)(6) 2013, a systems diagnostic was performed and dcdc code of 4 was observed on the vns patient's device. Systems testing with a result of dcdc = 4 is indicative of possible high impedance, and is not an expected outcome for normal systems diagnostics test results. It was later reported that the vns patient continues to have seizures below baseline and the vns generator is being replaced prophylactically. Battery life calculations were performed, resulting in 1.33 years left to end of service = yes. The manufacturing records for the vns lead and generator were reviewed and the devices met all specifications prior to the distribution. Good faith attempts are still being made for additional information.

Event description:
The patient had vns generator replacement surgery performed on (B)(6) 2013. The explanted generator was returned on (B)(6) 2013 and is pending analysis.

Manufacturer narrative:
The aware date of (B)(6) 2013 for the additional information was inadvertently omitted from supplemental MDR report #1.

Manufacturer narrative:
The report of dcdc = 4 with systems diagnostics testing was reported incorrectly. The dcdc = 4 was actually on a normal mode diagnostics test, which is a normal value.

Event description:
Generator analysis was completed on (B)(4) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.